Event description:
The physician placed two tracheobronchial wall stents in a bilateral iliac artery on 9/8/97. The pt was brought back on 9-11-97 to treat thromboses within the wallstent and again on 9/16/97 to address an occlusion within the stent. The pt was thrombolysed successfully the first time but re-thrombosed and went to by-pass. This physician will be re-trained by the co's technical sales representative.